Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the analyzer experienced a loss of output during a procedure, resulting in a brief episode of asystole; there was an inability to toggle from the analyzer to the device and back. An error message appeared stating that the programmer was unable to communicate with the analyzer. A different programmer and analyzer were used to complete the procedure. It was determined that the loss of communication was due to contacts between the analyzer and the programmer, and that both were fine. The analyzer is expected to be returned to service. No further patient complications have been reported as a result of this event.